Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetic ketoacidosis and high blood glucose level reported to be 200 mg/dl, at the time of incident. The patient tried to correct with the pump all day and then manually injected 5 units from a pen. She also changed out the insulin. Subsequently, the patient was admitted to the hospital with blood glucose level around 400 mg/dl and ketones for 20 hours prior to hospitalization. Upon removal of the set, the cannula was found to be bent. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.